Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. It has been over 7 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was not returned from the facility. And the reported phenomenon could not be reproduced. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported evis exera iii video system center is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.